Event description:
It was reported that the ilet insulin pump indicated low blood glucose following dinner meal announcements, with the user experiencing hypoglycemia down to 65 mg/dl and treating with oral glucose; the user sensed symptoms when glucose reached 85¿80 mg/dl and uses pre-filled fiasp cartridges, with no alerts or alarms reported and no hospitalization. Symptoms included feeling low blood glucose. Outcomes included successful self-treatment with oral carbohydrate without third-party assistance and without glucagon use. Investigation included phone-based troubleshooting and education regarding meal announcements, discussion of cgm target options, and consideration of a factory reset pending guidance from clinical support. Investigation of this case revealed that the cause of the hypoglycemia remained unclear despite user-reported adherence to announcing meals as usual in recent weeks. It was concluded that the event was user-reported hypoglycemia with unclear etiology and no device malfunction identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.